Manufacturer narrative:
The user-reported issue was not duplicated. The device was tested for all specifications on 04/14/2014 and met all the requirements as expected. No failure was detected. (B)(4).

Event description:
The user reported the air-in-line sensor was outside of specification. No patient injury or harm was involved in this case.